Event description:
Boston scientific received information that this device exhibited an alert and went into safety mode. It was later determined that this patient has been undergoing radiation therapy and this likely caused the device issue. Boston scientific technical services (ts) was consulted and suggested that device replacement is recommended, but the patient still has a few more therapy sessions left, so the replacement should wait until radiation therapy is complete. The device remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.